Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Event happened after surgery. Acetabular component (cups) has been unstabilized after surgery.